Manufacturer narrative:
Results of investigation: vyaire medical determined root cause as due to user fault, leak caused by a not well applied o2 sensor. As a resolution, vyaire medical technical support representative went on-site, retightened the o2 sensor and performed 2 point calibration. Unit passed according to manufacturer specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation however, a vyaire field service representative(fsr) evaluated the device onsite and found that the o2 sensor is loose. Retightened o2 sensor and performed 2 point calibration. Performed operational verification procedure (ovp) and the unit worked according to manufacturers specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported bellavista1000 us that when the unit is turn on, they found technical error 400 - inspiration valve or device leaky. Furthermore, there was no information for patient involvement associated with the event.